Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees, that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 no device problem found. Investigation summary: the product was returned to ethicon for evaluation. One empty box and eight representative unopened samples were received for analysis. Product code mcp496g. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint#: (B)(4). H6: component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: please confirm the quantity of devices available to be returned. We have a box of monocryl mcp496g ¿ lot#: 10275b that started dissolving as soon as it was introduced to the tissue in the wound. They tried 2-3 from the box with the same result. We did this procedure on (B)(6) 2024. It was a left femoral endarterectomy with a left femoral-tibial bypass with dr. (B)(6). Dr. (B)(6) basically described it as that the suture was dissolving as soon as they were stitching closed. Because we basically flay the whole leg open for bypasses, instead of doing more monocryl, it was decided to staple the surgical wounds closed a manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a left femoral endarterectomy with a left femoral-tibial bypass procedure on (B)(6) 2024 and suture was used. During the procedure, the sutures started to dissolve as soon as it was introduced to the tissue in the wound. Tried two or three from the same box with the same results. Case was completed. No adverse patient consequences were reported. Additional information was requested.